Event description:
It was reported that the customer was hospitalized for high blood glucose of 400 to 600mg/dl. The wife stated that the customer's blood glucose was 600mg/dl when he was dehydrated and throwing up. Troubleshooting was performed. It was stated that the customer uses the infusion set for six to seven days. Advised the customer to change the infusion set every two to three days. It was also stated that the customer sometimes uses the reservoirs more than one time. Ran a fixed prime test and the insulin exited. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.